Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Cpla-0002901658 ¿ nano meter ¿ system 1 - serial number ¿ (B)(4); cpla-0002901662 ¿ nano meter ¿ system 2 - serial number ¿ (B)(4); cpla-0002901665 ¿ nano meter ¿ system 3 - serial number ¿ unknown.

Event description:
Customer reportedly received the following results, with three different nano meters, using the same test strips within 10 minutes: hi (nano system 1), 170 mg/dl (nano,system 2) and 170 mg/dl (nano system 3). Test strips cannot be returned as they have been discarded. Return of the meters was requested for evaluation and replacement was sent.